Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was showing a symptoms of little nausea, feels worn down. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform the high pressure test to finish the troubleshooting. The customer also reported via phone call that they have no delivery alarm. The customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a reservoir change. The customer was advised to call if issue persist to able to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.